Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl. The customer attempted to treat their bg with consuming carbohydrates, however, was given juice at the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer alleged that the pump delivered boluses that the customer did not request. During troubleshooting with tandem technical support it was determined that the customer initiated the bolus and that the pump functioned as intended. The customer acknowledged and continued using the pump for insulin therapy.